Event description:
It was reported that during central processing, the 8mm permanent cautery hook (pch) instrument was observed to have a loose cable at distal end. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed instrument pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.